Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in a field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-13504. It was reported, the pt was experiencing pocket heating and discomfort while charging his scs system. A new charger was sent to the pt. Follow up info identified the ipg would not communicate with the old or new charging system. Surgical intervention may be taken at a later date to address the issue. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.